Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/04/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3 evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that an empty opened overwrap, an empty folder and a needle-suture piece of product code 8732h were received for evaluation. Visual analysis of the returned sample determined that the swage and attachment area was noted to be as expected, the suture piece was observed with marks on the surface and a lineal cut that appears to be by use of the surgical instrument. The functional test could not be performed due to the condition of the sample received. A manufacturing record evaluation was performed for the finished device batch pjh788, 8732h19 and no non-conformances were identified.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Evaluation: the product was not returned to ethicon inc for evaluation. Visual inspection was conducted on the picture received. Visual analysis of the picture received determined that one opened sample of product code (B)(4) could be observed. The suture could not be observed in the picture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch mhh145, 8732h19 and no non-conformances were identified.

Event description:
It was reported that a patient underwent a carg surgery on (B)(6) 2021 and suture was used. During the procedure, the suture broke. The surgeon completed the procedure with another like device. No adverse patient consequences were reported. No additional information was provided.